Event description:
Coronary vascular intervention procedure using a 0.9 elca laser sheath to treat coronary artery disease. A dissection occurred during the case. The dissection was treated with ptca and stenting. No status decline of the patient occurred.

Manufacturer narrative:
Placeholder.